Event description:
The customer reportedly rec'd the following results on the accu-chek advantage system within 10 minutes: 211 mg/dl, 62 mg/dl, 136 mg/dl and 56 mg/dl. The customer felt hypoglycemic and treated himself by drinking a pepsi. The customer felt better 10 minutes following treatment. No adverse event reported. New system sent to customer and return requested.